Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events and a review of the complaint history identified no similar incidents from the reported lot. All available information was investigated and without the device to analyze, a definite cause for the reported clip opening while establishing final arm angle (efaa) and inability to open the clip could not be determined in this incident. The reported entrapment of device or device component appears to be a result of procedural circumstances as the clip could not be removed from underneath the mitral valve and had to be deployed in the chordae. The reported foreign body in patient appears to be due to the failure in removing the clip from underneath the mitral valve and the subsequent clip deployment in the chordae. The reported patient effect of failure to retrieve mitraclip system components (foreign body in patient) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opened while locked, difficult to open, foreign body and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing mr. The second clip delivery system (cds) was advanced to the mitral valve, and the leaflets were grasped. While establishing final arm angle (faa), the clip opened while locked. The clip was then closed, and faa was tested four additional times, but failed each time. An attempt was made to remove the clip, but the clip would only invert to 80 degrees. The clip could not be removed from underneath the valve; therefore, the clip was deployed in the chordae. The cds was removed and a third clip was deployed to further reduce mr. Two clips were implanted, reducing mr to 2+. The patient is stable. No additional information was provided.